Manufacturer narrative:
Combination product: yes the returned product was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation revealed that the balloon of the delivery system is still well folded and shows no signs of inflation. Stent imprints are visible between the x-ray markers, indicating that the stent was initially crimped on the balloon. The stent is severely deformed over its entire length. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined.

Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro mission drug eluting stent system was selected for treatment of a predilated severely calcified lesion (80 percent stenosis degree) in a moderately toruous lad. During positioning of the orsiro mission stent system resistance was felt and the stent dislodged from the balloon during the attempt to withdraw it from the patients body. The dislodged stent was removed and another stent was used.